Event description:
A retired ophthalmologist reported his wife is experiencing halos and glare following intraocular lens (iol) implant surgery. She also requires glasses for her vision to reach 1.0 (20/20). The husband believes the refractive error is related to a mistake in biometry and is not related to the iol.

Manufacturer narrative:
The device remains implanted. Product history record and batch records could not be reviewed. The reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested by mail and by phone. Additional info was received by phone. The questionnaire has not been returned. This report was mailed to FDA on: 12/21/2007.